Event description:
It was reported that while in the cath lab the md pretested the wedge pressure catheter successfully. The md inserted the catheter via the pt's right femoral artery. Less than one minute later when the md tried to inflate the wedge pressure balloon it would not inflate and as a result, the catheter was removed and another wedge pressure catheter was opened and used without issue. There was no reported pt death, injury or complications. There was a delay/interruption in therapy for the time frame required to retrieve, pretest and insert the second catheter. The pt outcome is unk. Add'l info received from the mgr clinical support, training and development, teleflex (B)(4) on (B)(6) 2012 stated the pt had the procedure done successfully and no harm done.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.